Manufacturer narrative:
Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. The device referenced in this report has been returned to olympus for evaluation. Preliminary findings are reported. The investigation is ongoing. Physical evaluation of the returned device: the maj-2315 (single use distal cover noted in the complaint was not return with this device. Olympus performed a visual inspection on the device in the as received condition. The distal end of the device was inspected under a microscope to verify its condition. Upon inspection, olympus noted light surface scratches on the stainless-steel port of the distal end. However, there were no signs of any sharp edges on the distal end or forceps elevator. Additionally, the distal end was also inspected as a new test single use distal end cover model maj-2315 was placed on the device. There were no signs of cracks or sharp edges on the single use distal end cover after being applied. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR# 2429304 - 2023 - 00005.

Event description:
The customer reports during an unspecified procedure using an evis exera iii duodenovideoscope and a single use distal cover, the patient experienced a 15cm esophageal tear with no perforation. The physician aborted the case. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided. Case with patient identifier (B)(6) reports the scope used in the procedure. Case with patient identifier (B)(6) reports the single use distal cover used in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, since the subject distal cover is a product prior to a design change, the reported event was likely due to the following: the user operating suction while simultaneously withdrawing the distal end of the scope which was close to the surface of the esophageal tissue. Furthermore, mucosa is sucked in distal cover by suctioning while opening space of scope distal end is close to mucosal surface. Per CAPA no. Omsc-hq-153-19, that mucosa would keep being sucked for a few seconds after discontinuance of suctioning. Therefore, the reported event likely occurred by withdrawing the scope immediately after discontinuance of suctioning, even without a crack on the cover, or without suctioning during withdrawal of scope. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿important information ¿ please read before use: examples of inappropriate handling: applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions.¿ this supplemental report includes information added to d8 and h4. Olympus will continue to monitor field performance for this device.